Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead packaging (lead 387460 octad lz) found that there was improper seal between tyvek lid and tray. The outer sterile packaging was opened and upon lifting the outer seal, the inner seal was stuck to the outer seal.

Event description:
It was reported there was a packaging issue during the procedure. It was stated the lead was not implanted and a different product was used. It was stated when the outer content packaging was pulled back, the inner sterile package tore off. It was noted it appeared that the two pieces had been stuck together. It was stated the physician requested to not use the product.

Event description:
It was further reported the sterile packaging pulled back with the outer layer packaging.